Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they now have an open bite. They provided photo of them in their dentist chair getting braces. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.